Event description:
The endovascular stent graft was placed in 2005.in 2006, the patient was experiencing back pain. An x-ray was conducted in the hospital at that time and there was a noted iliac limb separation from the main body. The separation was on the contralateral side, but the limbs were criss-crossed. The aneurysm measured 13.1cm. Four days later, a tfle-12-71 was placed to bridge the gap. During the anesthesization of the patient, the aneurysm ruptured; however, they were able to place the stent graft and the patient was fine. The lower extremity pulses were good.

Manufacturer narrative:
Evaluation: inaccurate placement and/or incomplete sealing of the zenith aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Renal artery patency must be maintained to prevent/reduce the risk of renal failure and subsequent complication. The outcome of aaa repair utilizing an endovascular graft is dependent upon accurate pre-procedure measurements and knowledge of the patient's anatomy. Good angiography and CT imaging are paramount for accurate planning. Careful evaluation of the patient's anatomy from the distal thoracic aorta to the superficial femoral arteries should be made. An evaluation of this event found that the intervention was required due to the migration of the device.